Event description:
The customer reported that insulin from the reservoirs was leaking while filling. The customer stated that she did unscrew the plunger, and the stopper and insulin did come out of the reservoir. The caller declined to troubleshoot and requested having the reservoirs replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.